Event description:
This pi is for the first revision of the patient's hip. Stryker implants including a restoration modular stem construct were implanted at another facility, date unknown. Next, patient presented "with a periprosthetic acetabular fracture, where the fracture was repaired and a new acetabulum was inserted. At that time, a new stryker head was implanted and mated with a competitor dual mobility poly. The patient was discharged and did well until they returned presenting with the current problem." Left hip. Rep originally reported that the primary implantation 'used stryker implants' though no specifics on the implanted shell were given to the rep.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to an acetabular fracture . The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.